Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure (patient is over 18 years old). According to the complainant, during the procedure, the unit "stalls" without warning (no alarms or error codes) and has to be restarted to complete the case. Follow up information received on (B)(6) 2009 reveals that the tubing was checked prior to the procedure for kinks/pinches and there was no excessive tissue that could have caused clogging. The procedure was completed with this device and there were no patient complications reported as a result of the event. Although several attempts were made to obtain additional follow up, there is no further information forthcoming.

Manufacturer narrative:
Although the complainant provided the suspect device serial number; the device expiration date cannot be confirmed. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).